Event description:
The customer reported the system displayed a fast stop error message followed by an uncommanded shut down. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. A connection was resecured. The system was then found to be operating as intended.